Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined. Additionally, a direct correlation between the centrimag device and the reported bleeding, infection, and cardiac arrhythmia could not be conclusively established through this evaluation. It was reported that the patient was given 4 units of red blood cells (rbcs) between (B)(6) 2021 and (B)(6) 2021 due to decreased hemoglobin. The patient experienced consistent chest tube output post operation with no other indications of active bleeding. On (B)(6) 2021, the patient was started on intravenous (IV) antibiotic therapy following overnight fevering and leukocytosis. Cultures were negative and the cause of the infection was not determined. The centrimag blood pump was explanted on (B)(6) 2021, however the patient experienced atrial fibrillation with a rapid ventricular rate (rvr) on (B)(6) 2021 and was given anti-arrhythmic medication with an appropriate response. It was reported that the bleeding and cardiac arrhythmia were related to the implant procedure. The device was discarded following explant. Review of the device history record (DHR) for the centrimag blood pump, lot l06829-la5 revealed no deviations from manufacturing or quality assurance specifications. The us (united states) centrimag blood pump instructions for use (IFU) lists bleeding, infection, and cardiac arrhythmia as adverse events that may be associated with the centrimag circulatory support system. The IFU also states that it is intended that systemic anticoagulation be utilized while the device is in use and anticoagulation levels should be determined by the physician based on risks and benefits to the patient. No additional information was provided. The manufacturer is closing the file on this report.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was given 4 units of red blood cells (rbc) between (B)(6) 2021 due to decreased hemoglobin (hgb) that went below 8.0. The patient also experienced consistent tube output post-op with no other indications of active bleeding. On (B)(6) 2021 the patient was started on IV antibiotic therapy and developed an infection overnight. The patient had symptoms of fever and leukocytosis. Cultures were negative and the cause of the event was not determined. The centrimag was removed on (B)(6) 2021, but on (B)(6) 2021 the patient experienced atrial fibrillation with a right ventricular regurgitation episode. Antiarrhythmic medication was given with appropriate response.